Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states lift actuator will not move down electronically or with weight in a sling.